Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed, and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that when the embolization coil was being positioned in the target area, the coil unexpectedly detached in the microcatheter. The microcatheter was flushed with saline, and the coil was pushed into the intended area without incident. There was no reported patient injury or health damage.